Event description:
It was reported that the left ventricular (lv) lead had no capture at 5 volts and when the voltage was increased to 10 the patient experienced diaphragmatic stimulation. The lead was partially explanted, capped, and not replaced and the device was reprogrammed. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that another procedure took place where the lead was completely explanted and a new lv lead implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. D314trm implantable cardioverter defibrillator, (B)(6) 2012; 6947m implantable tachy lead, (B)(6) 2012; 4076 implantable pacing lead, (B)(6) 2012. (B)(4).